Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's controller was stolen. They were reported to be lying on the ground jerking and shaking. The consumer noted that usually they set the stimulation intensity low enough that it does not bother them but theft situation had put the consumer under a lot of stress. It was also reported that the patient had increased pain. On (B)(6) 2019 the patient reported they were implanted in january and had not had any power since the 5th of july because their controller was stolen. The patient had diabetic neuropathy in their legs that caused the patient to not be able to walk on them anymore. The patient was still having shaking and jerking in their legs which was painful and stopped the patient from being able to sleep since (B)(6). After the controller was stolen the implant went dead. When the device was on, it was working because the shaking and jerking was in the patient's groin a rea. The patient had not had an erection in 8 months. When working, the device helped 30-40% but it was helping the patient stay off of pain medication the way they wanted to. The patient was expecting more from the implant than they were getting. In the past, the patient had been dependent on the pain medication. After implant surgery, the patient stopped taking pain medication. The patient was looking for a new managing physician. On (B)(6) 2019 they reported that they fell due to their stimulation being off and broke a rib, noting it was hard to breathe with the pain. They had pain ¿to the point of suicide¿ but noted they wouldn¿t do that and this was ¿a joke¿. They were in a great deal of pain due to neuropathy and their ¿legs were on fire.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.